Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that externalized conductors were observed on the right ventricular lead under fluoroscopy. No electrical anomaly was noted. The lead was successfully capped and replaced on (B)(6) 2018. The patient was stable.